Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands. The patient was not hospitalized for the event. The patient was treated with an initial dose of intraperitoneal gentamicin (125 mg) followed by vancomycin (2g weekly for 4 weeks; route not provided) for peritonitis. Therapy remained ongoing. It was reported the patient was retrained on proper aseptic technique. At the time of this report, the patient was recovering. No additional information is available.